Event description:
The customer reported the endoscope reprocessor sample port is leaking. The event occurred during pre-check and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to resolve the issue by replacing the sample port. In addition, the unit passed the electrical safety test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 23-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely acecide leaked since the disinfectant removal port was broken by physical stress. Furthermore, breakage of the disinfectant removal port may have made the drain connector unable to be connected. Then acecide could not be collected from the disinfectant removal port and the disinfectant concentration could not be checked. The event can be detected by following the instructions for use, section 3.10 titled "checking the disinfectant solution concentration level." Olympus will continue to monitor field performance for this device.